Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore at initial implantation surgery a complete insertion of the active electrode could not be achieved. According to the implant registration card two channels were left outside of cochlea. In addition current diagnostic images show at least three channels out of cochlea, hence a post-operative active electrode migration seems likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance is affected. Despite requested no further information on possible next steps have been received.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. At initial implantation surgery a complete insertion of the active electrode could not be achieved. According to the implant registration card two channels were left outside of cochlea. Recent diagnostic images show at least three channels out of cochlea; hence a post-operative active electrode migration seems likely. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance is affected. The user has been re-implanted.

Event description:
The user's hearing performance is affected. The concerned device has been explanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as it might be caused by an external mechanical impact appears likely. Furthermore at initial implantation surgery a complete insertion of the active electrode could not be achieved. According to the implant registration card two channels were left outside of cochlea. Recent diagnostic images show at least three channels out of cochlea, hence a post-operative active electrode migration seems likely. All this factors may have contributed to the device failure, however to confirm an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected.